Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Customer reported using supplies for more than three days. Customer changed supplies to address occlusion alarm. Customer¿s blood glucose level was 400 mg/dl.